Event description:
Device report from synthes (B)(6) reports an event in belgium as follows: during a procedure on (B)(6) 2012, the tip of the screwdriver stardrive broke during insertion. The tip was retrieved. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device was received and it was noted that the tip of the screwdriver was broken. The review of the production history revealed that this instrument was manufactured in march 2009 according to specifications. No abnormal findings were identified. The broken surface is homogenous what indicates material conformity to the specification as well. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances and is indicative of exceeding applied mechanical force leading to the breakage of the tip.